Event description:
Additional information was received that there was pacemaker mediated tachycardia (pmt) on the device.

Event description:
During an in-clinic follow-up, it was not possible to interrogate the device and there was no response when magnet was applied. The device was explanted and replaced to resolve the event. The patient was stable with no consequences.